Manufacturer narrative:
Samples were not available for analysis. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.

Event description:
Int'l affiliate reported the internal light blue occluder feet are broken. Therefore, the transfer set was leaky and was exchanged. No patient injury or medical intervention was associated with the incident per the international affiliate.